Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was stuck on the fill tubing stage. Customer's blood glucose level was 234 mg/dl. Reportedly, the customer reset the pump to resolve the issue.